Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was "watching", and she did not experience any symptoms prior to or at the time of the event. She suddenly passed out. The patient¿s daughter called an ambulance. There was no treatment information reported. Although the cgm was reported inaccurate, there were no bg nor cgm values reported. Multiple attempts were made to the patient to gather additional event details; however, contact was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).